Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for f10. Position 2: 1738 device label code for f10. Position 3: - eval: iab was received intact for eval with balloon completely unfolded with extracorporeal tubing absent for y-fitting. As test, iab was placed in test chamber having 75 mmhg back pressure to simulate pressure within aorta. Balloon fully inflated and functioned normally when attached to system 97 iabp in lab. No alarms were triggered on pump. After 2 minutes of pumping, inflation/deflation chart was recorded. Chart confirmed that balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during iabp testing (after lab extracorporeal tubing was attached to y-fitting). Thus, lab examination revealed no defects in returned iab. Probable cause of difficulty: since no defect was found during lab testing (other than missing extracorporeal tubing), it is not possible to determine the exact cause of reported difficulty based on event description and examination of item. It was not possible to verify reported problem. This type of complaint is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what balloon is being subjected to within aorta. In general, poor augmentation and alarm difficulties may be attributed to one or more of following: 1. Balloon entered subintimal space. 2. Balloon was placed too high in aortic arch or in subclavian artery. 3. Iab failed to completely unfold becase user failed to inject at 60 cc. Air as advised in instructions for use. 4. Catheter kinked within pt probable because of severe vessel tortuosity and/or pt movement. 5. Catheter kinked outside pt. User may have failed to secure catheter and y-fitting to pt. Manipulation of kinked portion of catheter can minimize restriction and improve balloon performance. 6. Kink in catheter may have restricted flow of helium into and out of balloon causing pump to perceive loss of gas or to cause balloon to poorly augment. 7. There was loose connection between iab and pump or between pump and safety chamber. Checking these connections may alleviate problem. 8. Balloon pump needed servicing. 9. Pt's physiological conditions contributed to reported problem. These can include low mean arterial blood pressure, low systemic vascular resistance, or a rapid heart rate that compromised ventricular filing and ejection. Although conjectural, it is possible that there was a leak in unreturned portion of extracorporeal tubing.

Event description:
Event: (cc# 98-00433) the iab leaked. This was the only info at the time of the report. On 5/7/1998, datascope received the voluntary medwatch form from the FDA; MDR access no: 1013588 and the following info was reported: the iab was inserted into the pt on 3/7/1998 under fluoroscopy. The next day, the augmentation dropped intermittently. The pt was very dependent (requiring 2 balloon catheters this admission). This was the pt's second iab. The catheter remained in place and worked intermittently until it was replaced on 3/19/1998. Visual exam of the catheter revealed a kink in the sheath at the site of the entry. On 5/28/1998, the following was reported to datascope: the pt was stable without iabp assistance. (Multiple complaint to complaint number 98-00303) [event complications]: none from the event - reported 4/1/1998. [Pt's current status]: off iabp - rpt'd 4/1/1998.